Event description:
It is reported customer experienced low blood glucose requiring third party intervention after adjusting his insulin based on blood glucose reading of 371 mg/dl; emts called, arrived and customer was treated with orange juice, cookies, and boost.